Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that knives did not cut during surgery. Stand-alone knives were used to complete surgery. Temporary injury was reported in association with the event, however number of occurrences and patient outcome were not reported. Additional information has been requested but not received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the reporter, who confirmed the patient had not experienced any impact.

Manufacturer narrative:
Evaluation summary: one opened 15° knife in a box labeled was received. The sample was inspected and was determined to be visually nonconforming with a damaged tip and cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up.